Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse (B)(6) of peritonitis with culture positive for (B)(6) (coded as fungal peritonitis) in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized and the cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, once daily, ip), vancomycin (2gm, once daily, ip), and heparin (1000 iu, "thrice dose", ip). On an unreported date, the fungal peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. Follow-up information was provided by a health care professional on (B)(6) 2011. The fungal peritonitis previously reported did not resolve. On (B)(6) 2010, the patient began remedial therapy with ceftazidim (1000mg, frequency not reported, ip), cefazolin (1000mg, frequency not reported, ip), and fluconazole (125mg, frequency and route not reported) for peritonitis. On (B)(6) 2011, remedial therapies with ceftazidime, cefazolin, and fluconazole were discontinued. On an unreported date, the patient had a peritoneal effluent culture and sensitivity test which indicated fungal peritonitis. On (B)(6) 2011, the patient experienced fungal peritonitis was hospitalized and had the pd catheter removed. On the same day the patient recovered with sequelae from the fungal peritonitis post catheter removal. On (B)(6) 2010, the patient was discharged from the hospital.